Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported during the procedure the 511sd trocar would not maintain pneumoperitoneum. Another 511sd trocar was used to complete the case. The original trocar was thrown away. There was no consequence to the pt.